Event description:
It was reported that during device implant procedure, the helix would not screw correctly. When positioning on the lead did not produce good values, the lead was replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The model 7120q lead was analyzed by the quality assurance dept. Visual inspection of the lead did not find any anomalies. X-ray examination was performed on the helix and was found to be normal. X-ray of the connector pin area found that the inner coil was over-torqued. After cleaning the helix housing, torque was applied directly to the inner coil and the helix retracted and extended normally from the short length of the lead. The measured length of the extended helix was within product specification. Electrical testing performed resulted in normal lead characteristics. Continuity testing was performed while manipulating and stretching the lead and all electrical measurements across the conductor cables were within specification. No electrical anomalies or internal shorts were found across the coils or conductors. Impedance testing resulted in normal high voltage and pacing lead impedance measurements.